Manufacturer narrative:
H11: the affected part was returned to livanova for a detailed investigation. The retuned power pack (pp) and backup control unit (bcu/ccu) were connected to a test bench essenz heart lung machin (hlm) and the issue has been reproduced. The root cause was down to the ccu, as the problem disappeared when it was replaced with a properly functioning one. After partially dismantling the ccu to inspect the internal network access control (nac) boards and powering on the system, the lights on the nac 1901 board of cu number 4 did not turn on, indicating a power issue with this board. Additionally, the direct current (dc/dc) converter on the faulty board was noticeably warmer than the corresponding ones on the other nac boards. The root cause of the event was caused by an early failure of the nac board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H11: complaints database analysis revealed no similar event reported by other customers and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep the post market surveillance.

Manufacturer narrative:
H11: livanova deutschland manufactures the essenz hlm. A livanova field service was sent to the customer found a defective ccu# in the backup control panel. Analysis of the cockpit log file revealed the cu4 (in this case used as an arterial pump) was lost from the can bus. Through follow up communication livanova learned that the perfusionist cannot remember what alarms were displayed on the screen. The two perfusionists repeatedly blocked the view of the cockpit. Despite the pump stopping, there was still venous flow toward the reservoir. A perfusionist tried to get volume into the patient using the hand crank. The goal here was to maintain flow until the changeover. To ensure oxygen supply during the machine changeover, the anesthesiologist decided to ventilate the patient. Subsequently, the patient was transferred to the s5 hlm. The patient has been awake and adequately responsive since. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, operators were able to suction and the pump suddenly failed without warning and could no longer be started. An alarm was triggered stating "flow sensor error," and the pump control was no longer displayed on the screen. The blood level in the reservoir was sufficient at 1000ml. There were no bubbles in the system. Only the pump stopped and wouldn't start again. After it became clear within a few seconds that the pump had irreversibly failed due to an unknown defect, perfusion and adequate patient circulation were established using an emergency hand crank. The hlm was switched to another system. The duration was approximately 9 minutes. Error messages on cockpit: arterial pump outlined in red. According to the cardio technician, the flow sensor is defective. The following error message was displayed in the system alarm field after the change ¿art. Config issue (4013)¿ position of the art. Pump position in the cockpit and backup panel is black and not visible, as if the pump did not exist. There is no report of any patient injury.